Event description:
Further information requested were not available.

Event description:
It was reported that the patient presented with the implantable cardioverter defibrillator exhibiting post-paced t-wave over-sensing. Further information was requested but not received.